Manufacturer narrative:
The device was returned to olympus medical systems india private limited (omsi) for evaluation. The evaluation of the device confirmed the followings; the manufacturing history (DHR) confirmed no irregularity. Defect of the mainboard was noted. The reported event was caused by the defect. Omsc guessed that the defect of the mainboard was caused by aging. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the endoscopic image was not displayed. There was no report of patient injury associated with this event.